Event description:
Caller alleged discrepant results with the inratio2 meter. Pt¿s therapeutic range: 2-3.5. Pt self-tester just started testing on the inratio2 meter on (B)(6) 2011. Prior to testing on the inratio2, pt was testing by finger-stick on a poc system at the doctor¿s office/lab. Pt states that she is usually stable and within range. Results obtained on the meter for the past several weeks have also been consistent, however, pt recently noticed erratic results.

Manufacturer narrative:
Investigation pending.